Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At the implant rv threshold was 0.4v@0.4 msec. In subsequent follow up the value is raised up to 3.6v@1.5msec, other parameters were always regular. No artifacts appear in the rv iegm, also with provocative maneuvers and the position of the lead is stable and normal in rv septum. The lead was extracted and a new one implanted with optimal parameters. Lead discarded by the center. Should additional information be received, this file will be updated.